Event description:
We were shipped a number of boxes of lantus solostar pens mfg by sanofi-aventis, (B)(4), each containing 5 pens from (B)(6) mail service, (B)(6) located in (B)(6). One of the pens is defective. When I contacted (B)(6) mail service, they stated, they can't do anything until they hear from the MFR. When I contacted the MFR, they said they can't do anything until they get an invoice from (B)(6) showing what I paid. They all insist on getting paid first but when there is a problem, the consumer is subjected to bureaucratic never-ending foot-dragging. This is why I am complaining. They don't have to chase me for payment, and I should not have to chase them for a replacement product or refund! Dose or amount: 25 units daily. Dates of use: (B)(6) 2010, diagnosis or reason for use: type 2 diabetes.